Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends. (B)(4).

Event description:
According to the reporter, data was collected for consecutive patients undergoing elective laparoscopic inguinal hernia repair between (B)(6) 2011 and (B)(6) 2013. The patient had the procedures in two clinical centers. One hundred sixty patients underwent 235 laparoscopic tep hernia repairs using parietex progrip mesh in the study period. The patients were comprised of 15 females and 145 males all between the ages of 22-82 years. Physical activity level was classified as sedentary for 65 patients and heavy exertion for 95 patients. The patient's body mass index (bmi) ranged from 22-41. One patient was reported to have experienced an infection. Additional information has been requested but not yet received.